Manufacturer narrative:
H6: the device, used in treatment, was returned and evaluated. A visual inspection of the returned journey flex ext block std confirmed the two white plastic rings are missing from inside the device. The device also has excessive wear usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint. However, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a journey flexion extension block standard is broken, the white pieces inside the flexion/extension block that hold the orange pieces on have fallen out. This was noticed while looking over instruments in the office to check in for a case. As this happened in a non-surgical environment, there was not patient involvement.